Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ blood collection tubes there were 97 instances of defective markings, 98 instances of foreign matter, and 58 instances of air bubbles in gel. The following information was provided by the initial reporter, translated from (B)(6) to english: defective marking ×97; fm in gel ×13; dirty tube ×85 (ink); air bubbles in gel ×58.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for defective marking, fm in gel, scratch on tube, dirty tube (ink smear) and air bubbles in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ blood collection tubes there were 97 instances of defective markings, 98 instances of foreign matter, and 58 instances of air bubbles in gel. The following information was provided by the initial reporter, translated from japanese to english: defective marking ×97. Fm in gel ×13. Dirty tube ×85 (ink). Air bubbles in gel ×58.